Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the rep was in the o.r. Where they took the boot off and there was a slight slit in the insulation of the lead by the electrodes - they could see part of the wire but it was just the plastic piece that was slit. The caller stated they were going to try to put the lead in the implantable neurostimulator (ins) so they could check impedances, but they had a hard time getting the lead into the ins. The caller also indicated they were able to get the lead into the ins and were going to check impedances prior to making decision to replace lead. The rep later reported the procedure was a normal end of service (eos) replacement and the lead impedance was okay and all clear, so the lead stayed in the patient's body. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.